Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer¿s blood glucose level went as low as 42 mg/dl and as high as 400 mg/dl. Customer treated their high and low blood glucose levels. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.